Event description:
It was reported that the patient had a loss of stimulation in july. At that time, two contacts were over 10,000 ohms, so reprogramming was performed. Last month the stimulation "quit" working and all contacts were over 10,000 ohms. The extension was reported broken, so revision was performed and the extension was replaced. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3986a, lot# n284755, implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4). Analysis of the extension, serial # (B)(4), found the body and conductor broken because of overstress and damage.